Event description:
It was reported that the pt lost stimulation. X-ray suggest lead migration. The lead was explanted and replaced with a new lead.

Manufacturer narrative:
Eval results: complaint for "no stimulation" was confirmed. The lead was completed with reddish discoloration consistent with bodily fluids inside the lead body. There was a clean cut 23 cm distal to the stimulation end that breached the outer tubing allowing fluid intrusion. Continuity testing of the 3186 lead revealed electrical opens on channels 2 and an intermittent open on channel 5. The location of the opens could not be isolated. The reported complaint for lead migration cannot be confirmed through the product analysis testing alone. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.